Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 99% stenosis. The xience v 3.0 x 23 mm stent was implanted in the mid lad and a distal edge dissection was observed. A xience v 2.75 x 12 mm stent was implanted to treat the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.